Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (dislodged), associated with the first clip (the complaint device) interacting with the second clip, was due to procedural circumstances during positioning of the second clip. The reported incomplete coaptation (slda, single leaflet device attachment), associated with the first clip detaching from the anterior leaflet, was a result of the clip-to-clip interaction. The reported image resolution poor was associated with challenging echo imaging. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
Subsequent to the initially filed report, additional information was received stating the second clip came in contact with the first clip, causing the first clip to detach from the anterior leaflet.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. It was noted imaging was challenging throughout the procedure. An xtw clip (30906r1073) was inserted and deployed on the mitral valve. A second xtw clip (30911r2056) was inserted and advanced under the mitral valve. It was noted the delivery catheter (dc) shaft was curving, resulting in trajectory misalignment. However, during positioning of the second clip, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip became caught on the flail and was unable to be removed, therefore, the clip was deployed on both leaflets. To stabilize the slda, a third additional xt clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.